Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4) on an e602 analyzer. This medwatch will cover ft3. Patient identifier (B)(6) for information related to ft4. The sample was initially tested at the customer site on an e602 analyzer and these initial ft3 and ft4 results were reported outside of the laboratory. The sample was provided for investigation where it was tested for ft3 and ft4 on an e170 analyzer on (B)(6) 2016 and an e411 analyzer on (B)(6) 2016. Refer to the attachment for the result data. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was 1519-01. Ft3 reagent lot number 187432, with an expiration date of july 2016 was used on this analyzer. The e411 analyzer used for investigation purposes was 0600-12. Ft3 reagent lot number 187432, with an expiration date of july 2016 was used on this analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There was no remaining volume of the patient sample available for further investigations.